Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. (B)(4)

Manufacturer narrative:
Patient's identity, age and weight are unknown.

Event description:
Per (B)(4), implant was overtorqued. Patient experienced no injuries.